Manufacturer narrative:
Further investigations intended are investigation of the involved production lot and clinical assessment of the reported event. Requests of the lot number of the patient's injection, photos illustrating the severity of the effects experienced, the reason for the patient's hospitalization and duration, medical interventions taken, and the patient's condition are on-going.

Event description:
It was reported that a patient who received bi-lateral durolane knee injections experienced a massive itch over his entire body 2 to 3 days post injection. The patient was treated with corticosteroids and the effect experienced gradually subsided. A follow-up communication one (1) month after the initial report provided updates and additional information. The effect experienced by the patient following the injections was revised to a very severe skin rash on the entire body, with necrosis in certain areas. A medical history of coronary stents and pulmonary embolism, and medications for coronary, pain, cardiovascular, and cholesterol indications were specified. The update also stated the patient had been hospitalized in an internal medicine department with the reason, date, duration, and facility not identified. The reasons for hospitalization, date of admission, and duration were not provided. Requests for additional information for investigation of the event are on-going.